Event description:
The customer reported that, during preparation of the subject device for use, there were problems during the leak test. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the device was clogged with foreign material due to insufficient reprocessing. The report of problems with the leak test was not confirmed. In addition, angulation was reduced due to the skeleton of the bending section being loose or collapsed, the adhesive on the bending section cover was worn, the insertion tube was deformed due to the internal elements being stretched and/or shrunk, the objective lens was damaged, the light guide lens was chipped due to handling, the distal end was damaged, the switch rubber had fallen out, the control section had cosmetic damage, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the reported event was not discovered during a procedure. The problem with the colonoscope was observed while the device was undergoing cleaning/disinfection. The following was also noted during the reprocessing: ¿pressure channel yellow, too high.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. As there was no deviation from the instructions for use by the user facility, no further cause of the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.